Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue and replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar energy stopped working. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted a c-34 error on the integrated electrosurgical generator unit (iesu). The customer tried three different monopolar curved scissors instruments and two different instrument cords. The customer had power cycled the system and iesu before calling. The errors returned when the iesu powered back on. The customer did not have any type of third party bovie that the monopolar cable would fit into. The customer called back in to report that the iesu was down, and they were trying to set up the external force triad generator. The customer had connected the energy cable to the back of the force triad generator, but when connecting the other end to the vision side cart energy ports, it would not fit due to too many pins in the connector. The tse confirmed with the customer that the energy cable that they were using was for the da vinci si system and not compatible with the current da vinci xi system. The procedure was completed with no reported injury. Isi followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically. The customer did not test the system prior to this procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio dv integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis was able to confirm and reproduce the reported complaint. Error c-34 occurred when the iesu was tested on an in-house system in normal mode.

Event description:
Refer to h10/h11 for follow-up information.